Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information reported that a power on reset (por) message with error (B)(4)was observed with the ins with a physician programmer and included a message instructing to verify neurostimulator clock setting. It was noted the por message was cleared and the stimulation could be used normally. No complications were reported or anticipated. The above information was originally reported through manufacturer report #3007566237-2017-03846 and has been included here at this time for completeness. No further event updates will be provided through report #3007566237-2017-03846; any further updates regarding this event will be filed as part of this report series.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional (hcp) reported through a manufacturer representative that a power on reset (por) message was observed with the chronic pain patient¿s implantable neurostimulator (ins). It was stated that when an attempt was made to recharge the ins that an ¿I¿ in a white circle was observed in the upper left of the recharger screen along with a por message and the stimulation was turned off. The charge button was pressed again to start recharging, but the screen did not show anything soon at that time. It was noted that when the ins was turned on, a ¿!¿ in a black triangle was displayed in the upper left of the recharger screen and the por was displayed again. Communication was then performed with a patient programmer and the same issue occurred. It was further noted that when telemetry was attempted that a ¿0x2¿ error code was displayed. The patient¿s stimulation failed to turn on (B)(6) 2017 and remained off until the patient returned for an outpatient meeting. Telemetry was established between the patient¿s ins and a physician programmer on (B)(6) 2017 and the device was recovered; the issue was resolved. The issue had initially occurred when the patient was at home and the patient did not know anything that had caused the event. There were no surgical interventions planned or performed. The patient was alive with no injury at the time of report. There were no complications reported or anticipated.